Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly started on the ilet pump experienced prolonged hyperglycemia following two meal announcements, with glucose rising to 450 mg/dl and remaining above 180 mg/dl for approximately 2.5 hours before trending down; insulin on board was 4 units and a fingerstick confirmed 330 mg/dl during the decline. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included customer support troubleshooting and education, including review of insulin on board, confirmation of downward trend, and recommendations to consider an alternate infusion site. Investigation of this case revealed that the device was operating, the ilet was early in its learning period, and postprandial hyperglycemia was associated with back-to-back meals and use of meal announcements for correction rather than backup therapy, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was use-related in the context of therapy initiation and meal management, with device function not implicated.